Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the respiratory rate on the avea ventilator increased to 50+. The patient was sedated and not noticeably causing auto-cycling. The patient was bagged and placed on a different unit. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation:a vyaire field service representative (fsr) evaluated the device onsite and conducted an initial inspection of the avea standard ventilator - internal compressor. After two hours of running the machine, no auto cycling was discovered. An ovp (operational verification procedure) was performed, and all values were within specification. The compressor on the unit works, however it should be replaced because the gears are starting to scrape against each other and the unit is starting slowly. When the fsr arrived, the internal battery was not charged, and the unit shuts down when unplugged. He left the unit plugged in for 24 hours before sending it out to the patients. If the internal battery is still not charging, the battery must be replaced. As long as the device is linked to air, oxygen, and an outlet, it will function properly. Under the aforementioned circumstances, the unit is operational..